Event description:
It was reported the patient¿s battery had normally deleted. It depleted approximately 2 years prior to the report. Since the battery depleted the patient had a lumbar fusion and their right leg pain had resolved. They since, have had difficulty with their left hip and leg pain. On the day of the report, the plan was to replace the leads and battery with an MRI compatible system and to place them on the midline and left for coverage. Their new leads were both placed to the left and they were unable to reprogram right coverage like they had in the past. The health care provider (hcp) was unable to get new leads on the left in the appropriate space due to scar tissue so the entire system was explanted. Instead the leads were placed like the original leads, to the right of the midline. The patient had not yet been in for their follow-up but the doctor¿s office had not received any complaints of abnormal issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).